Manufacturer narrative:
This complaint file was reviewed by the clinical analyst, who stated the following: ¿it was reported that during the first surgery of the morning an interruption of phaco ultrasound occurred. The customer replaced the phaco handpiece and phaco tip. The customer changed the port to connect handpiece. The customer replaced the cassette, checked the cable connection the footswitch, and rebooted the system. After troubleshooting the surgeon was unable to continue surgery and the case was aborted. Additional information received noted the event occurred on (B)(6) 2017 at the beginning of phaco ultrasound. The surgeon removed the phaco handpiece to inject more ophthalmic viscoelastic device (ovd) and reintroduced the phaco handpiece. The phaco ultrasound wouldn¿t work. There was no patient harm. A completed questionnaire was received and reviewed. The patient was an (B)(6) male. The event occurred during phaco removal of the first quarter of the cataract. Three (3) cases were cancelled. The case that was aborted was completed at another facility. There were no changes made to existing parameters. The settings were concurrent with the surgeon¿s typical procedure. The device is stored in a climate controlled area. The incision size was 2.2mm with the location at 11-12 o¿clock. The customer uses iced balanced salt solution (bss). The ovd is viscoat. The phaco handpiece was used. The phaco tip positioning was bevel down. The phaco power was 50% torsional, aspiration rate was 30, and vacuum lever was from 200-500 linear. The outcome of the event was noted as resolved with treatment. The operator¿s manual includes instructions for proper set up for the phaco handpiece: hold handpiece with tip pointed down into test chamber and activate fill on the setup screen. While observing stream of fluid from irrigation and aspiration ports, fill test chamber completely and slide it over end of handpiece. Ensure no air bubbles are present in test chamber. Press handpiece into instrument tray pouch with tip pointed up, and secure irrigation/ aspiration lines to clips on top of tray. Ensure tubing is not kinked. The operator¿s manual also includes the warning: if stream of fluid is weak or absent, good fluidics response will be jeopardized. Good clinical practice dictates the testing for adequate irrigation and aspiration flow prior to entering the eye. The operator¿s manual includes troubleshooting guidelines which note if the symptom of ¿no tune or loss of phaco power¿ is noted that probable causes may be: handpiece tuned while hot, loose tip, handpiece connector not seated correctly, bad connector port, or a faulty handpiece. The corrective actions suggested: retune, retighten and retune, disconnect and reinsert handpiece connector, connect handpiece to other port and retune, or try an alternate handpiece.¿ the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 11, 2015. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be established. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the system lost ultrasound power during a cataract surgery with intraocular lens implant (iol). The event occurred during removal of the first quarter. The staff tried to recover the ultrasound function without success: replacement of the handpiece, tip and cassette; change of the handpiece connection port; system restarted and connection of the footswitch cable checked. The procedure was suspended and completed at another facility. Additional information has been requested and received.